Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97791, lot# n491461, implanted: (B)(6) 2015, product type: accessory; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported via the device manufacturer's representative (rep) that he started to get surges or shocking sensations that would cramp up his left leg and both hips. He stated that it would cease after turning the stimulation off. He turned down the stimulation and eventually turned it off for three days before turning it back on and gradually increasing the amplitude. The shocking and cramping had not occurred for approximately one week after turning it back on. The stimulation was working fine before the surging occurred, the reason was unknown. The patient did not recall an incident that could have led to it. The patient was sitting at his desk at work the first time it happened. The device was reprogrammed and the impedances were checked. The impedances were within normal limits. The adaptive stimulation (as) was activated on group c and the rep added group d using different electrodes in case it happened again. The rep asked the patient to switch over to see if it eliminates that problem. The physician will order an x-ray if this occurs again. The issue was not resolved at the time of this report. There was no surgical intervention that occurred or was planned. At the time of this report the patient was alive with no injuries. If additional information is received a supplemental report will be submitted.